Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) reported that the drive manifold assembly was defective and was replaced. The unit passed all functional and safety tests per factory specifications then returned unit back to customer. The failure analysis and testing department received the following part associated with this complaint: drive manifold assy. This part was received with a reported unit failure message of leak during all manifold testing in drive manifold. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy, into the cardiosave test fixture and tested. Performed all manifold leak tests and failed drive manifold test with result of vacuum leak diff. Prs. 28 mmhg. The fat dept. Verified the failure message of leak in the drive manifold. Drive manifold assy, failed testing. Refer to CAPA 1406400 , for more information regarding additional investigation details.

Event description:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a leak in the drive manifold. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that cardiosave intra-aortic balloon pump (iabp) drive leak. There was no patient involvement.